Event description:
It was reported that the insulin pump alarmed during normal use. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a lose motor support disk. The motor was tested outside the device and passed. Unable to perform the prime test due to the motor error alarms.